Event description:
It was reported that a revision surgery from the left hip was performed due to pain, discomfort and elevated chromium levels.

Manufacturer narrative:
Please disregard this MDR report. This case was already reported to FDA in MDR 3005975929-2018-00453.

Event description:
Please disregard this MDR report. This case was already reported to FDA in MDR 3005975929-2018-00453.